Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with damage found on the strip connector of the meter. Root cause: foreign material on strip connector.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine, no medical attention needed. The customer's expected blood results are 100-120mg/dl fasting. Verified test strips expire 09/30/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: 1:114mg/dl (B)(6) 2016 12:44:00 pm fasting:yes; 2:146mg/dl (B)(6) 2015 12:43:00 pm fasting:yes; 3:287mg/dl (B)(6) 2016 12:42:00 pm fasting:yes; 4:123mg/dl (B)(6) 2016 11:04:00 am fasting:yes; 5:119mg/dl (B)(6) 2016 12:32:00 pm fasting:yes. Memory concerns:the customer is concerned with the results of 114, 146, and 287mg/dl in the meter's memory. The customer called in concerned with the results from the back to back blood test. The customer is concerned with the variance of the 3 test done and feels that it should not vary that quickly. During the back to back test the customer was able to get one blood test and the other test was e2. Customer declined to perform any more blood test.